Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had intermittent flicking or on the screen. Static then black or blank intermittently. The issue was found during unspecified procedure that was completed with an olympus back-up device. There were no reports of patient harm.